Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter displayed the apply sample message. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation. The pt answered the takes injections, other than insulin, for diabetes; the medication name and dose were not provided. The pt claimed that the reported meter had not given him [blood glucose] result for the last two weeks. He claimed that since he had been unable to test he has developed blurry vision and weakness. He denied receiving treatment. The cca noted that the blood sample drew into the test strip, but the meter did not respond. The pt's products were replaced. This complaint is reported because the pt alleges that the lfs meter prompted apply sample and afterward he developed blurry vision, a typical symptom of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.